Event description:
Pt delivered baby. Epidural anesthesia was used. When nurses attempted to remove the epidural catheter, resistance was encountered. Physician was called to remove it. During this attempt, the catheter broke off at the skin. The portion that remained had to be removed surgically.